Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, technician found damaged gear was found due to ineffective maintenance.

Event description:
Customer reported that perforator hudson end was not rotating and technician reported that attachment got blocked; speed reducer was defective, device was full of washing detergent residue, attachment was very hard to disassemble; and broken thread in the housing. This is report 1 of 1 for complaint (B)(4).